Manufacturer narrative:
A review of the device history records were performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. The returned blade assembly was evaluated for shedding (seizing, broken, non-operative). The inner and outer blade subassemblies were evaluated for dimensional conformance and found to meet design specification for total indicated runout of the subassemblies. The outer blade tip and tube alignment were within specification. The pattern of the galling on the tip of the inner blade suggests that radius of the inner blade tip was irregular. Although still within the profile tolerance, protrusions on the radius surface are indicated to have ridden on the inside of the outer tip. (B)(4).

Event description:
It was reported that during a shoulder arthroscopy procedure using boxed syn, bl 4.5mm, eries 3000 the blade shed metal flakes in the joint. The metal flakes were removed using another blade. It was reported that there was no procedural delay. The procedure was completed using a back-up device. This incident did not result in any patient injury or complications.